Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: 2014( B)(6) explanted: 2016 (B)(6) product type lead product ID 3777-60 lot# serial# (B)(6) implanted: 2014-(B)(6) explanted: 2016 (B)(6) product type lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an implantable neurostimulator (ins). It was reported that the patient had a peripheral stimulator implanted, but did not get adequate coverage. The patient had a battery replacement and a lead revision. The patient had epidural stimulation implanted and is providing wonderful coverage. The patient was very happy with the coverage after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.